Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 3 atmospheres for 1 second. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.